Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control confirmed that the device would charge and shock during testing. The device was then opened and an internal inspection was performed; however, no discrepancies were observed. Physio-control was unable to determine the cause of the reported issue. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had both the charge pak and attention icons present on its readiness indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that its internal hybrid layer capacitor (hlc) batteries had suddenly depleted sometime between 06/02/2014 and 05/14/2018. This sudden depletion in hlc levels can damage the hlc's ability to charge, which could lead to an unexpected loss of power during use.